Manufacturer narrative:
The complaint devices were returned and evaluated. A lab analysis indicates the gray markings on the articular surface of the head and its distal face leading into the taper are likely due to metal transfer. The articular surface of the head exhibits a large discolored area in line with the hip loading axis. This discoloration could be due to the absorption of biological fluids since implantation. There is nothing to indicate deviations in material or manufacturing process. The polyethylene face was most likely gouged due to instrument use during removal; lot no. Has been obscured by the gouging. The liner shows yellow staining on the back, likely due to absorption of biological fluids. The back of the liner shows little wear; original machine lines are visible. They also are visible at the anti-rotation and locking features of the liner. Absence of wear is likely because the liner was locked into in the metal shell. Deep gouging to the face of the liner suggests considerable force was required to remove it. The ID of the liner reveals the head wore into the liner along the line of load-bearing. This is typically referred to as ¿tunneling¿ and is typical for eto sterilized conventional polyethylene with long duration in-vivo. Nothing supports any deviation from material or manufacturing specifications. Based on complaint correspondence, clinical analysis reports the surgeon did not fault the devices and the products¿ life expectancies were met. No further medical assessment is warranted. Patient impact after the revision cannot be determined. The need for corrective action is not indicated. No further investigation is warranted; however, we will continue to monitor for future complaints and investigate as needed. Should additional information be received, the complaint will be reopened. We consider this investigation closed

Manufacturer narrative:
Implant date: approximate date, since exact date is uncertain.

Event description:
It was reported a surgery to revise a reflection liner and a ceramic femoral head from an original surgery in 1996. Surgeon does not fault the device.